Event description:
Patient reported right side seroma. Physician later confirmed "contour deformation, pain, waterfall, structural rigidity, unnaturalness. 3 degree contracture and seroma late." This record is for the right side". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of "capsular contracture, baker grade iii" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma-late.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side seroma. Physician later confirmed "contour deformation, pain, waterfall, structural rigidity, unnaturalness. 3 degree contracture and seroma late." This record is for the right side". The device has been explanted.